Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pocket b2 had failed to eject and followed by whole drawer failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was failed to eject and then whole drawer was failed. A field service engineer identified the faulty cubie which had not been recovered or removed. The fse removed using diagnostics, and the failure error was cleared in the application. Drawer and cubies were tested successfully in both diagnostics and the application the system functioned as intended after the field service engineer repaired the device.